Event description:
During the device use to monitor a patient, it was reported that it lost power several times. The device users repeatedly turned the device back on and provided the patient care until the ems arrived to the hospital emergency room. The reported issue had no adverse effect on patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to verify the reported power loss failure. Proper device operation was observed through functional and performance testing. Physio replaced the system, memory and power pcb assemblies as a precautionary measure and returned the device to the customer for use.